Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It should be noted that a hazard alarm, a safety feature not considered a malfunction. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient visited the emergency room (ER) after experiencing nausea vomiting while wearing the pod between 4 and 24 hours. Patient was diagnosed with hyperglycemia and treated with intravenous delivery of fluids, "regular insulin," and lantis insulin. Additionally, patient was kept in ER for observation. It should also be noted that the event started when the patient was "woken" up in the morning due to a pod hazard alarm.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.